Event description:
Lead management case to extract two leads due to cied system/pocket infection. The physician prepped the ra lead with an lld ez and began extracting with a 14f sls eventually upsizing to a 16f sls. The ra lead broke during the extraction; the physician felt that due to the amount of lead disruption and heavy scarring in the svc that the lead was unable to withstand the pull forces applied with traction. The physician did not attribute the lead breakage to the use of the glidelight. The rv lead was unable to be prepped with an lld ez due to prior damage so the lead was prepped with a suture. Upon applying traction forces using the suture the rv lead broke. Femoral snaring techniques were used to remove most of the ventricular lead but could not free up the remaining portion of the atrial lead. The attending and operating physician¿s determined that enough of the lead was removed to treat the patient¿s infection and no other intervention was performed. This report is to reflect the use of the lld ez in the ra lead as it was used as the traction platform.